Event description:
Pt continually increased insulin dosage because of high blood sugar levels. The increase in dosage did not lower his blood sugar much below 20 m mcl/l. Pt was admitted to the emergency room for severe angina pain and later admitted to the hospital where drs determined that he had diabetic ketoacidosis. It also appeared that prolonged higher than normal blood glucose levels had precipitated the angina pain. Pt had double bypass surgery in july of 1994.